Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not audible when alerting customer. Customers blood glucose level was 92 mg/dl. Customer will continue using current pump for insulin therapy. Tandem technical support is replacing pump to resolve this issue and maintain customer satisfaction.